Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system was leaking. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
The batch record for lot#8017219 was reviewed, no related abnormalities were found during the manufacturing process. The actual sample was provided by the customer for this complaint. The actual sample was evaluated and did show the reported failure mode in which confirmed this complaint. Bd engineers subjected the device to leakage testing; identifying a small puncture wound in the tubing. The wound's dimensions were consistent with damage that can be sustained as a result of the wearing of a mechanical component of bd's assembly process. Bd has replaced the component with a teflon version of the implement. Bd will continue to track and trend for this issue.

Event description:
It was reported that the bd intima-ii closed IV catheter system was leaking. There was no report of exposure, injury, or medical intervention.